Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product has not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that omnispan meniscal repair 27deg had the needle outside of the packaging. The needle appears to be in a used condition, the sleeve was out of its original position and pulled half of the needle at the proximal end, both implants and the suture were completely deployed. The suture appears to be broken. The first implant appears to be broken. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. Additionally, the image quality is poor and no clear observation of the device could be performed. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would contribute to the complained device issue. Based on the investigation findings, the potential cause for the device condition is traced to the procedural variables, such handling of the device or product interaction during the procedure; multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to clearly determine the failure and the root cause. As per the instructions for use, use caution when tensioning the suture. Over tensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair procedure the omnispan meniscal repair 27deg device was broken in the package. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.